Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a physically damaged ribbon cable causing fault. The root cause for the damaged response button ribbon cable could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's response buttons were not able to activate the device.